Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device consisting of a 4.5 cm cuff, a 61-70 cm h2o balloon and a pump, was implanted. It was further reported that "there was a hole in the reservoir." The "aus quit working and the patient wanted it replaced." Following the surgery the patient was doing "good."